Event description:
It was reported that, during tka revision surgery, the legion narrow ps oxin sz 6n rt did not fit onto the bone. After the case, it was discovered that a journey ii femur was in the implant box. A smith and nephew backup device from another lot was used. Surgery was delayed 15 min as a consequence of this problem. The patient was not harmed.

Manufacturer narrative:
Internal complaint reference: case(B)(4). Fab number/revision: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device found in the packaging was not the correct product. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. According to production order and packaging sequence, the correct product should be in the package. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device and packaging did not match. The probable cause is a device mix-up. This issue is being evaluated through our internal process for any corrective actions. In addition, containment and preventive actions are being taken. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device found in the packaging was not the correct product. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. According to production order and packaging sequence, the correct product should be in the package. A contribution of the device to the reported event could be corroborated as the device and packaging did not match. The potential probable cause for this event is likely a manufacturing process error caused by not following proper line clearance by batching multiple orders at the same workstation. As a result of the investigation, several process improvements are being implemented related to process monitoring and in process inspection. In addition, this event was addressed through a market removal of the product. Containment and remedial actions were performed for the impacted finished product. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.